Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received via social media that the patient experienced paralysis and nerve damage from her rib cage down to her toes and that she had to walk with a cane. It was also mentioned that the patient's back pain worsened. The patient underwent an explant procedure.